Event description:
Dale stabiblock endotube holder was placed. Two days later, the device was not adhering well to the patient's upper lip. The device was removed and abrasions were noted on each cheek. Abrasions were approxmately 4cm x 2cm each. Areas are healing.